Event description:
The dealer reported that the front riggings hanger latch was broken. This issue could prevent a user from having adequate foot support to prevent them from sliding out of the chair or sustaining any other injury.